Event description:
Patient came in for liver biopsy in cat scan. The radiologist used the biopsy needle to get a core sample. She was able to get a sample the first time she used the device. Then she tried again was not able to get one. She tried several times to get a sample and was not successful. She then asked for a new core biopsy needle and was able to get several samples. She never changed her position of the biopsy. Went in same spot.